Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported device damaged by another device (caused damage) appears to be due to procedural conditions. There is no indication of product issue with respect to manufacture, design or labeling. The other implanted clip referenced is filed under another MFR report number.

Event description:
This is filed for damage caused to another device. It was reported that on (B)(6) 2006, one clip was implanted to treat mixed mitral regurgitation (mr), reducing mr an echocardiogram was performed in 2009 and the clip was noted to be well attached to both leaflets and mr was mild. On (B)(6) 2021, a second mitraclip procedure was performed. Echocardiogram noted the clip remained well attached to both leaflets; however, due to disease progression, mr was at grade 4. One clip was placed medial to previous clip and no issues were noted. A second clip (00825u170) was placed lateral to previous clip. There were no issues noted; however, a small jet remained, lateral to the 2nd clip from the 2nd procedure. A third clip (00805u166) was advanced into the anatomy. The clip was repositioned, and pulled up above the mitral valve, with the clip arms opened. The 3rd clip interacted with the 2nd clip, resulting in a single leaflet device attachment (slda), detaching from the anterior leaflet, and remaining attached to the posterior leaflet. The 3rd clip was then implanted to stabilize the slda clip. Mr worsened, increasing to grade 4+. The patient will have a surgical consult and remains hospitalized. No additional information was provided.